Event description:
It was reported by the rep the device was used during a small bowel resection. It was reported the pt was operated by the surgeon on 11/13/1998. It was an exploratory laparotomy small bowel resection. The pt returned to the operating room on 11/18/1998. The second procedure was listed as a repair and resection of an anastomotic disruption.